Event description:
A customer reported receiving an err4 message and a battery and booklet icons were present on their freestyle flash meter. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through adc fa16may2006 letter.

Manufacturer narrative:
The returned meter powered on with button press and strip insertion. Control solution testing was performed. All results were within range specification and no errors were observed. Indications of the memory overwrite malfunction were not observed. The complaint is not confirmed.